Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a staph infection from a hair follicle. The patient reported the irritation feels like popped pimples on his back from scratching the area. There was no alleged device malfunction contributing to the irritation. The patient removed the device and was sent additional garments. The patient was prescribed keflex antibiotic, doxycycline, and prednisone and the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a staph infection from a hair follicle. The patient reported the irritation feels like popped pimples on his back from scratching the area. There was no alleged device malfunction contributing to the irritation. The patient removed the device and was sent additional garments. The patient was prescribed keflex antibiotic, doxycycline, and prednisone and the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.